Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4 and prolapsed posterior leaflet. First clip (xtw) was implanted with no reported issue, reducing mr to grade 2. Another clip (xt) was used to further reduce the mr. During grasping, the leaflet got caught behind the gripper. During troubleshooting maneuvers to free the clip, the posterior leaflet was observed to be torn, causing the mr to increase to grade 4. The clip was able to be freed. During grasping attempt, the posterior gripper would not raise. Troubleshooting steps was performed, but the gripper would not raise. The clip was removed, and the procedure was aborted. Final mr was at grade 4. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, a gripper line was observed to be broken. The reported difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to remove from anatomy was unable to be determined. The observed broken gripper line was likely a result of clip being caught in anatomy and troubleshooting. The reported single gripper actuation issue was a cascading event of the reported difficult to remove from anatomy. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.